Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; product ID 693565 implantable tachy lead, implanted: (B)(6) 2010; product ID 419478 implantable pacing lead, implanted: (B)(6) 2006; product ID 4592-53 implantable pacing lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the system was explanted due to sepsis. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo and visual summary analysis of the lead indicated stretching. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.